Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, the catheter array slider jammed prior to withdrawing it from the sheath. The issue resolved itself outside of the body, and the case was completed with pulsed field ablation (pfa). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012536360 was returned and analyzed. Visual inspection was performed and the catheter appeared intact without any visible issues. The slide control function stuck. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. X-ray imaging confirmed a kinked guidewire lumen. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the loop catheter failed the returned product inspection due to a kinked guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.